Manufacturer narrative:
The delivery device will not be returned and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that approx two months post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The pt had taxus express2 stents of unk sizes placed in an unk location. "Since the stents were placed, the pt has experienced a possible hypersensitivity reaction, with symptoms including intractable nausea." The treating physician is considering pancreatitis as a possible diagnosis. More info has been requested, but has not been rec'd.